Event description:
Pt was revised to address femoral and tibial loosening, as well as osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported device loosening. It was noted the products were implanted for approximately thirteen years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.